Event description:
It was reported that a micro perforation was observed in the right ventricle. The perforation was verified with a chest x-ray. High threshold was also noted. The lead was repositioned and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.